Manufacturer narrative:
H11: the lot number for the device was provided. The device history records are currently under review. A photo was provided for review; review is pending. The device is pending return. The investigation is currently underway. Upon completion of the investigation, a supplemental report will be filed. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the pleurx pleural catheter kit drainage line was not able to be disconnected after placement. New pleurx was used.

Manufacturer narrative:
H11: the physical sample was not received for evaluation; however, one photo was provided for analysis and reviewed. During photo review, it could not be determined why the drainage line could not be removed. Without the physical sample we are unable to make any definitive observations beyond that it appears that the valve piece of the catheter may be stuck in the lockable drainage line. A review of the device history record (DHR) was completed. No confirmed quality issues or rejections related to the reported incident were identified. The review verified that all procedural and functional criteria required for product release were fully satisfied. The complaint will be entered into the complaint management system and will be tracked & trended for future occurrences and reviewed/investigated through the quality data analysis process. G3 (date received by manufacturer), g6 type or report - follow up# 1), h2 (correction and additional information), h6: annex g (component code), annex b (type of investigation), annex c (investigation findings), annex d (investigation conclusions). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the pleurx pleural catheter kit drainage line was not able to be disconnected after placement. New pleurx was used.